Event description:
Baxter (B)(4) received a report that an infusor had restricted flow during patient use. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing 60 ml of fluid in the reservoir. The reported condition of no flow was confirmed. Upon receipt, flow was not readily observed at the luer. Visual examination of the unit showed no evidence of blockage or abnormality in the delivery tubing or the bladder. However, microscopic examination of the flow restrictor showed evidence of air bubbles trapped within the lumen (fluid pathway) of the glass capillary. The root cause was determined to be air bubbles inside the lumen of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.